Manufacturer narrative:
The affected product was contaminated therefore it must be sent for sterilization before the engineering investigation can be performed. A supplemental MDR will be submitted once the investigation has been complete.

Event description:
The customer alleges that "foley catheter has an obstruction".

Manufacturer narrative:
The affected device was evaluated. The valve of the catheter was damaged. The balloon was able to be inflated and deflated after the valve was removed to verify the valve was damaged. Product is 100% inspected to ensure proper function so there is belief the valve was damaged during sterilization. The pvc valve can be damaged if the temperature reaches 55c which is possible during various sterilization processes.

Event description:
The customer alleges that "foley catheter has an obstruction."